Event description:
It was reported that the pt's interstim device was malfunctioning, and she was scheduled to have it replaced. The pt also has cancer and needs an MRI. Further info is being requested from the hcp.